Event description:
Reporter used the dynatron sts machine for a few days. Reporter ended up hospitalized for over a month in agony. Dynatron stated no permanent damage. Reporter has permanent damage from sciatic nerve down. Rptr in constant pain. This machine is dangerous.